Event description:
Event description cpi received information that this ventak 1555 had delivered numerous shocks since the last follow-up examination in december 1996, and the ICD charge time was error, the lead impedance was test, and the battery status indicated the batteries were depleted. The ICD was replaced, and it was reported that the rate-sense portion of the endotak transvenous defibrillation lead was found to be fractured and was capped and replaced at the same time.